Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ xc. Six months later, the patient was injected with more juvéderm® voluma¿ xc. The patient has a ¿hot, swollen nodule¿ on the right cheek. The patient has been given antibiotics. The event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03345 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm® voluma¿ xc.